Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that this event occurred in the medical imaging dept. The drain set was inserted into the patient's pleura, and the tubing was connected and ready to use. When the nurse drew back on the syringe, she heard an audible sucking sound. She proceeded to check all connections and noticed that fluid was coming back, but it was filled with air. When the fluid was pushed into the bag, fluid leaked where the two tubes merge. As a result, another thoracenteses set was opened and another drainage set was used. There was no delay, harm, complication, death, or injury reported as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction; therefore, it is reportable.